Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's physician did not feel the set screw release in the header of their device. It was noted that the physician questioned whether it was present or in tact. The device was explanted and replaced. No patient complications have been reported as a result of this event.